Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to erosion. The device was explanted and a new pacemaker placed on the patient's opposite side. There were no signs infection present per the physician and no additional adverse patient effects were reported.